Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
After the initial implantation surgery on the (B)(6) 2022 the clinic noticed that the recipient's device might be damaged because it is thought that the recipient has scratched the area of the implant. Imaging then confirmed a migration of the electrode array out of the cochlea. The user underwent a revision surgery at which the electrode was fully re-inserted. The switch on is in 2 weeks time.

Manufacturer narrative:
Additional information: based on the received information, post-operative migration of the active electrode array out of the cochlea has occurred, possibly contributed by the recipient scratching the area of the implant after implantation. A full insertion was achieved at the initial implantation, but following imaging confirmed a migration of the electrode array out of the cochlea. A surgery to re-insert the electrode was successfully performed. The concerned device remains implanted and in use.

Event description:
After the initial implantation surgery on the (B)(6) 2022 the clinic noticed that the recipient's device might have displaced because it is thought that the recipient scratched the area of the implant. Imaging confirmed a migration of the electrode array out of the cochlea. The user underwent a revision surgery on (B)(6) 2022 at which the electrode array was found in the mastoid half way out of the cochlea and was then fully re-inserted. At re-activation the hearing perception with the device was very good.